Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, bleeding occurred. The surgeon stated retained sutures eroded an artery. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.